Event description:
A malfunction alarm code malf 12 was reported, and technical support assisted the customer in resetting the pump. There was no reported impact on the customer's blood glucose level. After resetting the pump, the malfunction code did not recur, and the customer was informed that they could continue using the pump. Instructions were provided to contact technical support again if the malfunction reappeared, which the customer acknowledged and understood.